Event description:
It has been reported to the company that the hypotube shaft broke which caused the occlusion balloon to deflate during the procedure. The physician inserted the occlusion balloon wire into the patient and inflate to 4.5 mm to occlude the vessel. The physician inserted a 4.0x38 penta stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted another 3.5x12 s7 stent delivery catheter, attempted to place the stent and noticed the wire of the occlusion balloon had fractured 1 cm from the touhy y-adapter outside the patient which caused the occlusion balloon to deflate. The physician was unable to aspirate the particulate from the vessel. The physician removed the occlusion balloon wire and finished the case without protection.